Event description:
Contact reported that a pt who had a cervical plate implanted six months ago had one screw back out. A revision was performed and an incision was made to expose the cervical hardware at c5-c6. The eagle screw in the patient's left side c5 had backed out. The surgeon removed the hardware. As surgical intervention occurred an MDR is being filed to document this event.